Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after feeling device vibration, a notification for device in backup vvi mode was received. Backup due to poor telemetry contact was suspected. Device download was performed successfully and normal device function was restored. Device will be reprogrammed to desired settings.